Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities. It was concluded the reported clinical observations are known inherent risks of implanted devices.

Event description:
It was reported that this insertable cardiac monitor (icm) device had eroded from the chest of the patient. The physician allowed time for the surgical incision to heal and then reimplanted a new icm device in the patient. No additional adverse patient effects were reported. The original icm device has been returned, and analysis has been completed.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status and additional event at this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this insertable cardiac monitor (icm) device had eroded from the chest of the patient. The physician allowed time for the surgical incision to heal and then reimplanted a new icm device in the patient. No additional adverse patient effects were reported. The original icm device has not been returned.